Manufacturer narrative:
H3: product analysis found that the main board failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, when the doctor set the stimulation current to 3 ma and used the probe to detect the nerve, the stim return value gradually increased from 1 ma to 3 ma over about 2 seconds. This caused a delay of approximately 2 seconds in the sound and waveform. The doctor then tried setting the stimulation current to 2.5 ma, and the stim return value again gradually increased from 1 ma to 2.5 ma over about 2 seconds. However, when the doctor adjusted the stimulation current to 1 ma and detected the nerve, the stim return value immediately reached 1 ma without any delay. The doctor also tested with 1.5 ma, and no delay occurred. Finally, the doctor set the stimulation current to 1.5 ma and completed the surgery. The doctor tried to adjust the current but the problem still exist when the current is set at 3 ma. There was no patient injury.

Manufacturer narrative:
H3: product analysis has been updated, noting that the reported issue of ¿not working properly¿ was verified. The unit was received with software version v1.7.5 and a misaligned crm radio firmware. H6: the previously applied fdr c02 code has been updated to c0701. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.